Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient's device showed high impedance (impedance value - 7300 ohms). The patient underwent generator and lead replacement surgery on (B)(6) 2015. When the patient was opened, the surgeon noted that the lead discontinuity may have been related to patient manipulation of the device and twiddler's syndrome based on the condition of the explanted lead. The explanted devices have not been returned to date.

Event description:
The explanted generator and lead have been returned to the manufacturer where analysis is currently underway. It was also indicated that the lead was explanted because the patient "spun implant around under skin until the leads no longer work and broke." Product analysis was completed for the generator. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of the as received generator decoder indicated that the high impedance was present prior to (B)(6) 2015.

Event description:
Analysis of the lead was completed on 10/20/2015. Note that a portion of the lead assembly including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis, the lead assembly (body) appeared to be twisted and compressed, in most areas. Lead breaks were identified on the portion of the lead returned. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The lead insulation was abraded on the inner and outer tubing at the end of the returned lead. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device manufacture date; corrected data: the previously submitted MDR inadvertently provided an incorrect device manufacture date.